Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead and the right ventricular pacing lead were variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and the physician suspected an implantable pulse generator (ipg) malfunction. Diagnostic testing/troubleshooting was performed and the device remains in use. No further patient complications have been reported as a result of this event.